Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 23 units. Reportedly, the cartridge was filled with 200 units of insulin. Blood glucose level of 271 mg/dl. Reportedly, a new cartridge was loaded successfully and the insulin gauge displayed an accurate fill estimate.